Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "textured to smooth implant exchange". Healthcare professional later reported capsular contracture baker grade IV. This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3; b5; d3; d6a; g1.

Event description:
Healthcare professional reported right side textured to smooth device exchange, capsular contracture, baker grade IV, and "any creases." Device has been explanted.